Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a percutaneous coronary interventional procedure of the left anterior descending coronary artery. Reportedly, after the device was deployed there was bleeding. The device was removed and a second perclose proglide was used with the same results. The device was removed and replaced by a 6f sheath. There was bleeding around the sheath. A 7f sheath was inserted. A femoral angiogram was taken to assess the cause of the bleeding and a dissection of the artery was detected. The dissection was treated with a non abbott device to achieve hemostasis. There was no reported adverse patient sequela. There was a less than 30 minute delay in procedure. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.